Event description:
It was reported that, "revision. Poly was worn through to the metal baseplate." The exact implantation date was not provided, however it was indicated that the reported device was implanted in the 1992.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was returned to the pt and was not returned to the MFR. Lot code was not provided either. Additional info including x-rays and medical records was requested. If device or additional info becomes available, the evaluation summary will be submitted in a supplemental report.